Manufacturer narrative:
The investigation into the product damage has been completed. The device was not returned for investigation. As per clinical review, broken pin in the manifold was seen and structural damage of the outflow cage noted (blood outlet component of the cannula outlet). The 5.0 device was explanted and revised to new pump later. No relevant case information or product serial number was reported to review exact clinical information and data logs. The cause of the pump stop issue was most likely damaged outflow cage per publication information. H6: impact code updated from 2199 to 4627.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
A publication found via abiomed japan reported that an implanted impella 5.0 pump required unspecified revision during patient support due to a "broken pin in the manifold" roughly two days after implant. Patient support continued following the event. There was no patient harm. European society of cardiology, european heart journal, case report (2023) 7, 1-4: the publication is entitled: "tissue plasminogen activator for axillary impella5.0 with heparin-induced thrombocytopenia as a treatment of choice for acute impella thrombosis: a case report"